Manufacturer narrative:
Information was received that the issue was due to 'incorrect use of equipment in the department causes the rear fan to fall off' the customer was advised to install screws. No further information was provided.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator¿s rear fan fell off. There was no patient involvement.